Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. It was reported that when the carto vizigo" 8.5f bi-directional guiding sheath - medium was taken out of the packaging the physician noticed damage to the hub. Caller stated the damage was noticeably visible. The carto vizigo" 8.5f bi-directional guiding sheath - medium was replaced, and the procedure was continued. There were no patient consequence reported. The reported leur hub issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/5/2021, the bwi product analysis lab received the complaint device for evaluation. On 1/21/2021 the device was inspected and found that the hemostatic valve is dislodged inside the hub of the device. This finding was reviewed and determined to be an MDR reportable malfunction.